Event description:
Ous MDR - this lv lead had unstable thresholds and high output capture. On (B)(6) 2018 the impedances were measured at 3000 ohms. The physician suspected a fracture and the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the visual inspection multiple signs of wear could be observed along the lead body. In particular approx. 41 cm distal to the is4 connector pin the lead body was found squeezed and deformed. The conductor coils were fractured in this region. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were noted which most likely occurred during the explantation of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.